Event description:
The customer alleged that she performed control tests and received results of 40 and 383 mg/dl. The normal control range could not be provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer used the last of her test strips for control tests, so no product will be returned.